Event description:
It was reported to philips that the system does not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that there was no low voltage unit of the system. The cause of the power distribution assembly rear panel failure could not be conclusively determined by the supplier's part analysis. However, after replacement fse performed configuration and software recovery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.